Event description:
It was reported that the patient was complaining of pain, so the surgeon revised right hip. X-ray revealed the stem was cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.